Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device passed all the testings without duplicating the malfunction. Review of device's history logs did not find any evidence to support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.